Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had a ¿small fall¿ on the day prior to the date of this report. An hour after having fallen, the patient attempted to turn on the implantable neurostimulator (ins) and felt a ¿zap¿ and the ins then ceased to provide stimulation and therapeutic effect and the transmitter wouldn¿t turn on. The patient had also heard a buzzing noise emanating from the transmitter at that time. A buzzing noise could also be heard by the patient when the transmitter would be placed over the radio. The patient had changed the batteries and a manufacturer representative was able to use the transmitter. While using the transmitter, it had at one point read ¿zeroes across the board.¿ the patient¿s channel 1 had been at 0 volts, and after having been turned up to 8 volts, that patient continued to feel nothing. When trying channel 2, the patient was able to feel stimulation, but didn¿t feel the stimulation in the correct area. The patient would use both channels, but it was unknown what settings the patient would use. It had been confirmed that the transmitter was working fine, but after turning channel 2 off and then back on, the patient was unable to feel any stimulation on either side of the lead. Reprogramming was attempted, but no other electrodes were able to create stimulation. An x-ray was taken and did not show any obvious issue such as a lead fracture. The patient was not receiving effective therapy at the time of this report. The patient¿s healthcare provider (hcp) had ¿another procedure¿ planned and ¿may¿ think about a replacement after the ¿other procedure.¿ it was unknown what the ¿other procedure¿ was and it had not yet been scheduled. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3887-33, lot# j0211731v, implanted: (B)(6) 2002, product type: lead; product ID 3887-33, lot# j0214184v, implanted: (B)(6) 2002, product type: lead; product ID 3210, serial# (B)(4), implanted: (B)(6) 2000, product type: transmitter; product ID 3210, serial# (B)(4), implanted: (B)(6) 2000, product type: transmitter. (B)(4).